Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer to check the power connection and press the button, but the screen remained off with a red led blinking and the pump vibrating; therefore, it was decided to replace the pump. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery and expressed interest in obtaining an out-of-warranty loaner pump.